Event description:
It was reported that during a routine office visit this right ventricular (rv) lead was noted to have exhibited a gradual increase in shock impedance measurements. Recent measurements were out of range (i.e., greater than 140 ohms). The physician enrolled the patient in the home monitoring system, and will monitor the patient closely. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high impedance is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine office visit this right ventricular (rv) lead was noted to have exhibited a gradual increase in shock impedance measurements. Recent measurements were out of range (i.e., greater than 140 ohms). The physician enrolled the patient in the home monitoring system, and will monitor the patient closely. The rv lead remains implanted. No adverse patient effects were reported. New information was reported that the patient with a implantable cardioverter defibrillator (ICD) system received eight inappropriate shocks for a sinus tachycardia. Upon device interrogation, it was found that during the eight shock, code 1005 was recorded, indicating an open circuit condition. This right ventricular (rv) shock impedance increased suddenly in the months following implantation and it was reported to be out of range (140 ohms to 107 ohms). Oversensing of noise was also observed. Chest x-ray imaging was performed, and the physician verified and confirmed the position of the lead is normal and there are no obvious signs of damage. A commanded 2 joule shock was delivered to the patient, with a reported impedance value of 107 ohms. Ts provided a troubleshooting guide and an in-clinic follow up was scheduled for further troubleshooting. No additional adverse patient effects were reported. The device remains in service. Additional information was received. Engineering analyzed data from the device and found the measured shock impedance was high out of range. Based on the normal manual impedance and no other suspicious faults or resets, therapy seems to be available and not impacted. It was discussed that the device can still be implanted and in service, but the lead status should be evaluated to understand next steps. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high impedance is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.